Manufacturer narrative:
Results: a review of the process and available mfg records confirmed that the device was manufactured to its designed specifications.

Event description:
Vascutek was notified of an event which occurred in (B)(6); the event was described as follows: right inferior limb, acute ischemia 4 hours post-op. Thrombosis of the left leg artery axis 15 days post-op. Surgeon performed a thrombectomy to the right leg (day 0) and the left leg axis; utilizing a fogarty catheter on (B)(6) 2014.